Event description:
It was reported that the physician inserted the foley catheter in the evening opening, but it came out the next day. Per additional information via email from ibc on 28mar2024, based on what they saw, they found no damage to the balloon. After insertion at the emergency department, water drained out within a few hours and the device was removed naturally.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿valve does not close fully ". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. 2. Important precautions 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician inserted the foley catheter in the evening opening, but it came out the next day. Per additional information via email from ibc on 28mar2024, based on what they saw, they found no damage to the balloon. After insertion at the emergency department, water drained out within a few hours and the device was removed naturally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion in the operating room, the sterile water drained out within a few hours and it was removed naturally. Per additional information via email from ibc on 28mar2024, based on what they saw, they found no damage to the balloon. After insertion at the emergency department, water drained out within a few hours and the device was removed naturally.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Three photos were received for evaluation. The first one shows an overview of the all-silicone temp sensing foley catheter with sample port connector. The second one is a close up of the deflated catheter balloon, evidencing the surface wet at the end of the tip. The last photo shows the catheter top with the lot number. Also received 1 all-silicone temp sensing foley catheter with sample port connector. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with the inhouse syringe and lumen to lumen leak was evidenced since solution leaked through the eyelets and cut portion of drainage tube. This is out of specification as per inspection procedure which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause identified for CAPA: 4206822 is: core pins are supplied according to the drawing specifications. However, when replacing a core pin with a new one during funnel molding operation, it is necessary to readjust the length of the core pin, in order to prevent over-flow of silicone or damages into shaft. Additionally, bronze plates used for verification of core pins do not represent their actual design and makes difficult the verification of core pins. Also, instructions for removal of the molded piece are included in the manufacturing procedure, if this operation is not correctly performed the core pin will damage the inner wall of the lumen when retrieving the core pin incorrectly. DHR was not required as the CAPA: 4206822 is applicable for this product lot number. The scope of CAPA: 4206822 is applicable for this product lot number. Therefore, labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.